Event description:
It was reported that both tips of both instruments broke off during removal. The devices were being used for screw removal during a procedure. A spare device was available but did not function properly. The surgeon had to improvise. He put a segment of a rod into the screw and "helicoptered it out." The surgery was completed. No patient injury was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.